Manufacturer narrative:
As reported, about 12 days post-implant of the ventralex st mesh, the patient was diagnosed with an infection and was treated with antibiotics. Based on the information obtained, no conclusion can be made. Review of the manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august, 2021. Postoperative infection is a known inherent risk of the surgery/usage of the device and it is identified as a possible complication in the adverse reactions section of the instructions-for-use (IFU) supplied with the device. In regards to infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Not returned - remains implanted.

Event description:
As reported, during herniotomy with mesh augmentation on (B)(6) 2022, a bard/davol ventralex st mesh was implanted using sublay technique. It was reported that on (B)(6) 2022, the patient was diagnosed with an infection and prescribed cefuroxime 500mg 2x for six days. As reported as of (B)(6) 2022 the patient has no complaints, and the wound condition was reported as non-irritant.